Event description:
The customer reported that the insulin pump was not delivering insulin properly and her blood glucose was high. The caller stated that she has been going on for the past four days. The customer experienced irritability and excessive thirst. Troubleshooting was performed. Reviewed the bolus history, and found that 5.1 units was delivered, but the customer did not feel it was delivered. Assisted the customer to program a bolus and the insulin did exit as well it was recorded in the bolus history. Advised the customer that the insulin would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.